Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec) to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The ec was analyzed and the reported failure was replicated. This unit was installed into the test system and it failed with a recoverable fault 48406 dcib due to endoscope self-test failure. After investigation, it was found that the dcib was the issue. A light engine sensor check was performed and it was over >5%.

Event description:
It was reported that during a benign hysterectomy surgical procedure, the system triggered camera flash errors. The errors occurred when the customer connected the endoscope to the vision side cart (vsc). The endoscope failed the self test. The staff replaced the vsc with a different one from a second system. The endoscope passed the self test on the new vsc. The technical support engineer (tse) reviewed the logs and found camera flash data errors between the endoscope and the vsc. The tse recommended the staff to connect a new endoscope to the vsc. However, the endoscope that was faulting worked on the replacement vsc. The procedure was completed with no reports of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on the system, and the system initially powered on with no errors.